Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of side car push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual and dimensional inspection confirmed that the sidecar rx channel was pushed back. The reported event was confirmed. Based on all available information, it is likely that the technique used by the physician or nursing team hindered the device from reaching the bile duct properly, leading the side car rx channel to push back. Typically, this problem occurs when there are challenges in crushing stones or when the basket fails to open; however, in this instance, the device didn't reach the bile duct. This suggests the possibility that anatomical conditions or pressure against surrounding tissues could have affected the side car rx at the tip of the device. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during same procedure. It was reported to boston scientific corporation that two trapezoid rx devices were used in the common bile duct during an cholangioscopy procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used in an attempt to remove a stone. The trapezoid's side car channel was pushing back from the distal tip making it impossible to access the bile duct. Despite attempts, the basket could not enter the duct and pressed into the surrounding tissue instead. A second trapezoid rx was used, and the same problem happened. The procedure was completed with a different device. There was no patient complication as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of side car push back.

Event description:
Note: this report pertains to one of two devices used during same procedure. It was reported to boston scientific corporation that two trapezoid rx devices were used in the common bile duct during a cholangioscopy procedure performed on october 25, 2023. During the procedure, a trapezoid basket was used in an attempt to remove a stone. The trapezoid's side car channel was pushing back from the distal tip making it impossible to access the bile duct. Despite attempts, the basket could not enter the duct and pressed into the surrounding tissue instead. A second trapezoid rx was used, and the same problem happened. The procedure was completed with a different device. There was no patient complication as a result of this event.